Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that the device displayed a flickering of the light during intubation. No patient injury or harm.